Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014-device evaluation:the cartridge was returned to animas and tested by product analysis on 05/02/2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A force test and a fill test were performed on the returned product and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the patient received call service 064 alarm while priming. The patient reported that the alarm recurred after tubing change, pump reboot and tried to prime again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.